Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine (hc). The technical service representative (tsr) advised the nurse to dispose of current supplies and start over with new supplies. No other information is available at this time. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. The devices involved in the incident were unknown. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed and no root cause could be determined.